Event description:
It was reported that the patient was scheduled for explant on (B)(6) 2013. No reason was given; however, infection was suspected. Follow-up confirmed that generator explant occurred on (B)(6) 2013 and that the explant was performed as a result of the patient picking at her generator. The physician reported that the generator site had extruded and this was first observed one week post implantation. No further interventions were taken or are planned, and no causal or contributory medication or diet changes that might affect wound healing preceded the onset of the extrusion.